Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient had a blood glucose of 28 mg.dl with dizziness, blurred vision, unsteadiness, and "feeling drunk". No unusual treatment was needed. During troubleshooting, customer support found that the basal history does not match active basal program and attributed the bg excursion to a product issue. This complaint is being reported as the patient experienced hypoglycemia and the product issue was not resolved.

Manufacturer narrative:
Follow-up #1: date of submission 4/11/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/31/2016 with the following findings: no defect was found. Unable to duplicate the complaint. The pump history shows a replace cartridge alarm on 2016-02-25 07:57; the next prime was recorded at 08:12. The last bolus delivery was a 4.30u bolus on 2016-03-05 at 09:31. The last basal delivery was recorded on 2016-03-05..#2. The tdd¿s add up correctly & reflect the users programmed basal rates. Pump passed delivery accuracy testing with no delivery defects found. Pump found to be delivering within required range & delivering accurately. Pump was exercised for 24hrs with a 2.0u/hr basal rate; at end testing the basal history correctly showed 2.0u and tdd showed 48.0u. No delivery interruptions or alarms occurred during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.